Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the display screen was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings:the pump powered on to a blank display with functional auditory and vibratory features. The pump was opened and the display screen was found to be cracked. The cracked display was replaced with a test display, and the test display functioned normally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.